Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 5 unknown 3.5 mm locking screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
Patient was treated on (B)(6) 2013 for right proximal humerus fracture using lcp proximal humerus plate and screws. At a follow-up appointment on unknown date, surgeon discovered patient had loose hardware and a possible non-union. Patient was returned to the operating room on (B)(6) 2013 for removal of loose hardware and orif open reduction internal fixation revision using a longer locking proximal humerus plate. Surgeon speculates that the patient participated in weight bearing activities too early contributing to the loosening of hardware. Surgeon noted following the conclusion of the case that the fracture was a hypertrophic non-union, and the loosening hardware only occurred in the humeral shaft area. All proximal locking screws remained locked in the plate and humeral head. Surgeon revised the fracture successfully by applying a 6 hole lcp proximal humerus plate and 11 screws. He also implanted dbx bone graft into the non-union site. Surgery was successfully completed. This report is for unknown locking screws. This is report 3 of 3 for complaint number (B)(4).